Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during implant of a new system, the physician had difficulty in placing l5 lead but was eventually able to place in a good position and complete procedure. Following the procedure, the patient complained of pain and muscle contractions and went to the emergency room due to the pain. The l5 lead was then removed, and patient has only l4 lead currently implanted and is providing good relief.